Event description:
The rptr did back to back (rapid succession) blood glucose tests. Testing was allegedly within 10 minutes, using separate fingersticks. The results, as reported, were 53 and 85 mg/dl. Rptr did not have any symptoms. No harm was alleged; rptr's concern was stated as accuracy. Control testing was not done due to unavailability of supplies. The report notes that the meter was cleaned properly. Followup attempts to contact the rptr for confirmation and completion of info have not been successful.